Manufacturer narrative:
The device was returned with pusher and implant for evaluation. Starting the investigation, the device was removed from the return packaging. The implant was still attached to the pusher; however, the pusher itself was broken at the transition area. The overall implant maintained a shape and had offset damage in the middle. The implant also had stretch damage at the proximal tie knot area. The body coil of the pusher contained only a few offset damages. The transition area of the pusher was broken. The proximal half of the pusher/hypotube area, was bent at two spots. There was no other notable damage to the hypotube and gold connector of the pusher. The broken transition area of the pusher was further investigated. The tip of the broken area showed lead wires bent in one direction. There were no other notable observations. Based on the investigation the complaint is confirmed because the pusher was found broken. The pusher most likely broke due to experiencing an over specification of sheer and bending force, because the lead wires are both bent in the same direction at the break point. No stretching of the body coils also indicates a snap due to bending.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil detached from the pusher wire during retraction. There was no reported patient injury or intervention. The patient was reported to be "normal."